Manufacturer narrative:
(B)94). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on august 03, 2017 that a wallflex biliary rx covered stent was to be used to treat a malignancy in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2017. Reportedly, the patient's anatomy was moderately tortuous and had not been dilated prior to stent placement. According to the complainant, during the procedure, the physician was able to deploy the stent. However, upon withdrawal of the delivery system, the stent caught on the catheter and would not separate from the catheter properly. The stent was removed using grasping forceps and the procedure was completed using another wallflex biliary rx stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.